Manufacturer narrative:
No product has been received for evaluation. No definitive root cause could be established. Intraoperative warnings: breakage, slippage, or misuse of instruments or implant components may cause injury to the patient or operative personnel.

Event description:
On (B)(6) 2024, a patient underwent spinal surgery consisting of seaspine's northstar oct posterior cervical fusion system. Seaspine was made aware on 31 jan 2024 that a pc2-200010 pistol reducer would not disengage from an implanted screw head intra-operatively. The screw was pulled out of the patient while attempting to disengage the instrument from the implant. The event resulted in a one-hour delay. No patient injury was alleged.